Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that the image was flickering intermittently and the scope was unable to capture pictures due to switch 4 being non-functional. During device evaluation, evidence of fluid invasion was identified within the device, consistent with leakage/seal failure caused by an inadequate or compromised internal seal, which most likely contributed to the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited intermittent camera glitching, consistent with the customer's allegation that the scope was glitching and would not capture images properly. There were no reports of patient involvement.